Event description:
The customer stated that they were performing a therapeutic plasma exchange procedure on a male pt using 5% albumin as replacement fluid. When there was approximately 200 ml of 5% albumin left to administer, the pt complained of chest pains and difficulty breathing. The procedure was stopped and the operator noticed that the removed fluid bag had only 1600 ml of removed plasma rather than the 4415 that was expected. The device showed a removed volume of 4415 ml and a replaced volume of 4415 at 100% fluid balance. The dr ordered dialysis immediately to remove the extra fluid.

Manufacturer narrative:
The disposable kit is not available for eval. A service call was dispatched for the equipment operating the device. The service technician found that the customer had several return high pressure alarms during the treatment. The pump rotors and raceways were cleaned. A pump rotor occlusion check was performed, and he verified that all valves were operating correctly. All pumps were within manufacturers spec. A setup and simulated run were performed without any alarms. The display said, there was 1235 ml of plasma in the bag on the simulated run. This was verified by also weighing the bag of removed fluid. The condition reported by the customer could not be duplicated. A full preventative maintenance was performed prior to returning the equipment to the customer.